Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected.performed share log review and results showed a transmitter fatal error on issue date the reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on thu aug 24 19:57:37 edt 2017 with MFR# 3004753838-2017-40051. The ack3 was received on thu aug 24 19:57:37 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.